Event description:
It was reported that this right ventricular (rv) lead was explanted because the lead advanced into the left ventricular (lv) and exhibited loss of capture. A new rv lead with the same model was placed. No additional adverse patient effects were reported.